Event description:
It was reported that during implant, the lead's screw mechanism locked after 15 rotations. The physician was able to remove the lead to unlock the screw mechanism with 20 rounds of the rotation tool. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.